Manufacturer narrative:
The event of capsular contracture and seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture¿, baker grade iii and seroma.

Event description:
Health professional reported left side ¿capsular contracture¿, baker grade iii, and ¿the implant itself also became hard.¿ health professional later reported seroma, treated by aspiration. Health professional later reported hematoma. The device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii, and ¿the implant itself also became hard.¿ healthcare professional later reported left side seroma, treated by aspiration. Healthcare professional later reported "2cm hematoma" found inside capsule during explant surgery and removed. The device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through 410psr on (B)(6) 2016. Clarification to h10 related report numbers: this is a follow-up report to a medwatch submitted under manufacturer report number 9617229-2021-06772. Medwatches were submitted under mrn 9617229-2023-07301 and mrn 9617229-2025-06405 to report the same events of capsular contracture baker grade iii and seroma for the same patient's tissue expander explanted on (B)(6) 2015. It has been identified that these events did not occur while the patient was implanted with the tissue expander in those records. These events only occurred after the patient was implanted with the silicone breast implant in this record. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, b6, b7, d4, g2, h4, h6, h10, h11.